Event description:
The device was used in a hand-assisted laparoscopic right nephrectomy procedure. The doctor used the device with a green cartridge to ligate and staple the renal vein. Once the device was fired there was bleeding. The surgeon attempted to ligate the vein with a wet hemoclip. The o.r. Time was extended by approximately one hour to control the bleeding. Ultimately, the bleeding was stopped with a clip applier. The pt experienced approximately 250cc of blood loss. Once the bleeding was under control, the surgeon continued to immobilize the kidney using an additional device. Once the kidney was immobilized additional bleeding occurred. Subsequently the procedure was converted to open. Additional medical personnel were called in. The pt received six units of blood. The pt is recovering well. It is unk at this time if the device contributed to the event.